Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Technical services provided and analyzed the service history which indicates proper and periodic maintenance has been completed. The technical root cause could not be determined as the system was performing within specifications and as intended. The contributing factors could be sterilization of instruments. Surgical techniques, preoperative and postoperative medications. (B)(4).

Event description:
A surgeon reported a pt with stage 1 diffuse lamellar keratitis (dlk) in both eyes one day following lasik treatment. A flap lift and rinse was performed, the pt was prescribed oral steroid and her topical steroid drops were increased. The pt reported, "I may have hit my eyes with the tips of the bottles." In a follow up with the optometrist, she indicated the event resolved with treatment on (B)(6) 2014. There was no confirmation if the pt hit her eyes with the tips of the bottles. There are two medical device reports associated with this event. This report is for the right eye.